Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 20 synergy¿ drug-eluting stent was implanted to treat the lesion. However, after post-dilatation with correct positioning, the stent thrombosed. The thrombus was aspirated, post-dilatation was performed again, and the stent's stability was achieved. The procedure was completed with no further patient complications reported and the patient's status was stable.